Event description:
Patient had infusion of vp-16 and ivf and noted several "drops" of fluid from IV tubing on arm of infusion chair, which did not reach the patient's clothing or skin. The patient held tubing up to show rn and the hub above the connection to the primary ivf touched chair and left additional drop of chemotherapy fluid.